Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. It was also noted that the helix was distorted/bent. There was blood in/on the helix mechanism and sleevehead. The stylet was bent. The lead was damaged at implant.

Event description:
It was reported that during the implant procedure the tip of the lead moved when the helix was deployed. It was noted upon removal that the lead showed a kink at the distal area. A new lead was implanted. No patient complications have been reported as a result of this event.